Manufacturer narrative:
A medtronic representative went to the site to checkout the system. The computer and battery were replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction) the neutral connection in the plug also had a faulty neutral connection. This was also repaired during system service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer with lot number 1767086 was returned to medtronic for analysis. Analysis revealed no failures with the returned computer. The system booted normally to the application screen, the admin program started/ran normally, and no automatic shutdowns were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown, product ID: 9733627, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The navigation system was shutting down intermittently. No complications were reported/anticipated.